Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell from a roof top and the touchscreen is now cracked. Reportedly, the customer received a malfunction stopping all insulin delivery. Customer is unable to confirm the malfunction code due to the display no longer illuminating. Customer stated that blood glucose levels were impacted; however, a blood glucose value was not provided. It was indicated that the customer has manual injections to stabilize blood glucose levels and for continued insulin therapy.